Event description:
It was reported by the patient¿s family member that the left ventricular lead had been moved into a ¿bad position¿ and ¿may have stimulated a hernia¿. The lead was turned off. Additional information obtained indicated the lead position may have irritated the existing hiatal hernia and was turned off. The patient is noted to have later died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076-52, implantable pacing lead, implanted: (B)(6) 2013; 0125, competitor implantable tachy lead, implanted: (B)(6) 1997. (B)(4).